Event description:
Customer reported hospitalization due to high blood glucose. Customers doctor believes that the insulin pump was causing the issues. The blood glucose at the time of hospitalization was over 500 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.